Manufacturer narrative:
Concomitant medical products: product ID 8578 serial# (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2019 product type catheter pro duct ID 8781 serial# (B)(4) implanted: (B)(6)2019 product type catheter the 8781 catheter was analyzed and it was found that the collet was detached/missing from the connector.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 18-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving compounded baclofen (3000 mcg/ml at 895mcg/day) via an implantable infusion pump. The indication for use was spasticity due to stroke. It was reported that the collette used to attach catheter pieces fell apart when the tech was handing it to the surgeon. There were no environmental/external/patient factors that may have led or contributed to the issue. The device was replaced with a different collette. No symptoms were reported. This issue was resolved and the patient was alive with no injury no further complications have been reported as a result of this event.